Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the sureform 60 stapler firing a blue reload caused delayed bleeding/oozing from the staple line after stapling the sigmoid junction. The surgeon was able to address the bleeding with laparoscopic clips. The patient is reportedly doing fine. The procedure was completed robotically. Intuitive surgical, inc. (Isi) attempted follow-up to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the product for failure analysis investigations. The stapler logs for the stapler used in this event were reviewed and the following info was obtained: logs show a sureform 60 stapler instrument was installed on the system 2x and fired 2 reloads (1 white, followed by 1 blue). On install 1, the first clamp was successful, and the firing was completed with 1 pause for compression. On install 2, the first clamp was successful, and the firing was completed with no pauses for compression. The instrument was then removed and not used in the procedure again. There were no stapler related errors in the logs.